Event description:
It was reported that the dependent patient was presented in clinic for a routine check. Upon interrogation, the pulse generator displayed an error message and exhibited a diagnostics anomaly. No intervention was performed. The device remained implanted. No patient symptoms were reported.